Event description:
1984 - breast augmentation with silicone implants - now has ptosis & capsular contractures. Pe = bilateral grade iii capsular contractures with marked deformity & breast ptosis. 6-26-06 pt underwent bilateral capsulectomy & implant removal- bilateral silicone implants removed intact - some bleed within capsule on right side none on left - pt augmented with mentor silicone implants 300cc bilaterally.